Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-30614 & 1627487-2020-23741. It was reported that the patient had a fall 6 months prior to explant on (B)(6) 2020. It was reported the patient had loss of therapy. As a result, patient¿s entire scs system explanted. During the procedure the physician noted that the ipg had flipped and the leads were coiled in the pocket.